Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. During troubleshooting, it was reported that the pump touch screen was unresponsive. During troubleshooting with technical support, the pump was reset, a new cartridge was loaded, and the customer continued to use the pump for insulin therapy. The customer's blood glucose level was 171 mg/dl.